Manufacturer narrative:
The injector was not returned for eval however, the lens was received and a visual inspection shows a haptic is torn off & missing. There is a tear in the optic near the other haptic junction. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned.

Event description:
The reporter stated that the surgeon was advancing a +17.5 diopter collamer lens in the msi-pm injector and, noticed the plunger tore off the haptic, so he quit using it. There was no patient injury.